Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b15: the imaging evaluation showed that the compression occurred at the point of angulation in the tortuous anatomy. H.6. Investigation conclusions code d1102: per the gore® excluder® iliac branch endoprosthesis (ibe) instructions for use (IFU), "the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own." And "the trunk-ipsilateral leg is intended to provide proximal seal and fixation for the endovascular repair of the aneurysm." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025 a patient was treated for an iliac dissection using an isolated gore® excluder® iliac branch endoprosthesis (ibe). The device fully deployed, and the procedure was completed successfully. On (B)(6) 2025, a CT scan showed that the proximal end of the device was pinched in and was birdbeaking. On (B)(6) 2025, a reintervention took place to add a gore® excluder® conformable aaa endoprosthesis (excc) extender device proximally. The patient tolerated the procedure. The physician attributed the device being pinched to tortuous anatomy. Imaging evaluation shows that the location of the compression is where the left common iliac artery is angulating.